Manufacturer narrative:
The device was returned to (B)(4) for evaluation. The evaluation was performed and no fault could be found. There was no patient injury reported for this incident. (B)(4).

Event description:
(B)(4).